Manufacturer narrative:
The customer¿s report of a channel error was confirmed. Analysis of the pcu event log shows that at 4:15pm on (B)(6) 2016 the device was programmed to infuse at 10ml/hr with a vtbi of 200ml . At 4:28 pm, the rate was changed to 6ml/hr. At 4:57 pm a pump malfunction occurred and the infusion was stopped; the device was then channeled off. The device error log shows that channel error code 240.4150.0 occurred, indicating that the malfunction was due to a "sensor broken high failure." Physical inspection noted the device to be in good condition. Functional testing using alaris system maintenance (asm) software verified a faulty upper pressure sensor (bottle side). The root cause of the customer¿s experience of a channel error was identified as a malfunction due to a faulty upper pressure sensor.

Event description:
The customer reported that a ICU patient had a continuous infusion of d5 1/2ns, rate unspecified, and the device had a channel error, error code not provided. The infusion was changed to a different pump; there was no patient harm or medical intervention.